Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during a routine follow-up, it was discovered the af2616c170xh migrated. A proximal type I endoleak was also noted. The cause of the migration was likely due to the aneurysm shrinking 1 cm and within the last 6-9 months the aneurysm started to expand. The physician decided to treat the patient with a 28mm endurant cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (anatomy related; aneurysm morphology changes). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; aneurysm morphology changes).